Event description:
It was reported that the patient called emergency services and was transported to the emergency room (ER) on (B)(6) 2026, due to elevated blood glucose levels. The patient stated that while wearing the pod on the leg for approximately 36 to 48 hours, blood glucose levels reached 400 mg/dl. The patient reported experiencing hyperglycemia without additional symptoms. The patient indicated that no formal diagnosis was made at the time, that "they were simply sent home". The patient indicated that an ¿eb bag¿ was provided to assist with breathing but noted that no additional interventions were administered. The pod was reportedly not removed during the ER visit, and the patient continued wearing it throughout their time in the ER. The patient was released the same day after spending approximately three hours in the ER. The pod involved in the event was reportedly discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.